Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during central processing, the force bipolar instrument tips were not closing properly. There was no report of patient involvement or patient injury.